Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 85 mg/dl on active meter (system 1 ) and 250 mg/dl on customer's father-in-law's active meter (system 2). The customer used the same vial of test strips with each meter. No serious injury reported. Requested return of suspect device and replacement was provided.